Event description:
It was reported, the video system center did not properly display images/videos or when it did, it was a gray picture. The issue occurred before a medical procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Since the subject device was not returned to legal manufacture, the reported event cannot be confirmed neither the condition of the device. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred at the beginning of the procedure when the endoscope was inserted through the camera port. The procedure was completed with the same device after replacing wa50042a since the image returned.